Event description:
Pull pin remover broke.

Manufacturer narrative:
Root cause: instrument was used multiple times. Autoclade cycles degraded adhesive used. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned instrument was visually inspected. Verified that distal tip was not bonded to instrument shaft.